Manufacturer narrative:
Follow-up #1: date of submission 11/13/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings: a review of the pump black box revealed pump reboots. The battery compartment was observed to be cracked on the side near the threads and above and below the bumper pad. The returned battery cap had stripped threads and was unable to attach to the pump. The pump reboots were duplicated with the returned battery cap. A new test cap was able to attach to the pump and was used to complete a 24 hour duration test. There were no power interruptions duplicated during this time. The pump case was removed and there was no internal moisture or damage to the power circuit found. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump would reboot multiple times. It was also reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.